Manufacturer narrative:
Batch review performed on 18 november 2020: lot 186968: (B)(4) items manufactured and released on 16-oct-2018. Expiration date: 2023-10-02. No anomalies found related to the problem. To date, (B)(4) tems of the same lot have been already sold with another similar reported event. Other devices involved in the event: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 lot. 141168 (k112115). Batch review performed on 18 november 2020: lot 141168: (B)(4) items manufactured and released on 06-mag-2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 1-1-2016. Cup: mpact 01.32.154dh acetabular shell ø54 two-holes lot. 184594 (k132879). Batch review performed on 18 november 2020: lot 184594: (B)(4) items manufactured and released on 17-oct-2018. Expiration date: 2023-10-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery for implant dislocation (head from liner) 1 year and 10 months after primary surgery. The surgeon revised the liner, the head and noticing that the cup was not well fixed revised it. The surgery was competed successfully.